Event description:
Biotronik 4136 atrial lead dislodgement; no adverse pt impact reported. Pt's leads were removed as the newly formed pocket was moved 20 cm higher than the original pocket necessitating longer leads. Physician also wanted to put substantially more slack into the new leads. During the initial implant, the physician did not notice how top/chest heavy (very obese) the pt was. Upon completion of the implant, the pt sat up, and the pt's chest and stomach severely dropped pulling the device and leads with it dislodging the atrial lead. This necessitated movement of the pocket to a higher plane with less fat tissue and thus longer leads. The pt did not experience any adverse effects.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.